Event description:
It is reported that a customer experienced low blood glucose of 44 mg/dl. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had calibration errors from their insulin pump. The customer stated that they will wait until their blood glucose stabilizes before taking any further action. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.